Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported mitraclip delivery system (cds) leak was confirmed. The clip introducer (ci) was noted to be torn. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported leak appears to be related to the observed tear in the silicone valve inside the ci. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the air leak during use of the mitraclip delivery system (cds). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. During insertion of the mitraclip delivery system (cds) into the steerable guide catheter (sgc), air was observed behind the hemostasis valve of the sgc. Once the key passed the valve of the clip introducer, air filled the clip introducer. Aspiration was performed, however more air entered the sgc. Air did not enter the patient. The cds was removed, a new cds and new clip introducer were used with the same sgc without further issue. A total of one clip was implanted reducing mr to 1. There were no adverse patient effects and no clinically significant delay during the procedure. The patient is stable. No additional information was provided.